Manufacturer narrative:
Citation: kundelis et al. Rescue strategy in cardiogenic shock: emergency transcatheter aortic valve implantation for failed biopros thetic valve ¿ case report. Acta med litu. 2025 feb 18;32 (1):126¿131. Doi: 10.15388/amed.2025.32.1.1. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 54-year-old male patient who was admitted for redo surgery due to severe aortic valve insufficiency with a non-medtronic bioprosthetic valve. A thorough evaluation revealed several complications including sinus tachycardia and left bundle branch block, congestive heart failure, moderate pleural effusion, severe aortic stenosis with mean gradients of 62 mmhg, and aortic regurgitation. Despite optimal medical therapy, the patient¿s condition rapidly deteriorated leading to cardiac arrest. Following successful resuscitation, an emergency transcatheter aortic valve implantation (tavi) was performed with implant of a medtronic 26 mm evolut pro+ bioprosthetic valve. The new valve implant resulted in immediate hemodynamic improvement. In the postoperative period the patient developed a femoral artery pseudoaneurysm which was managed conservatively, and a klebsiella pneumoniae infection which was successfully treated with antibiotics. The patient experienced a favorable recovery and was discharged 20 days post-tavi with a significant improvement in functional capacity. At a three-month follow-up, a transthoracic echocardiogram demonstrated normal prosthetic valve function. However, a holter ECG monitor revealed intermittent complete atrioventricular block, necessitating an additional procedure to implant a permanent pacemaker. No further information was provided pertaining to medtronic products.